Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/02/2015 with the following findings: device evaluation: the keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons.

Event description:
The pump was returned for investigation. Investigation revealed contamination on the keypad button contacts. This report is made based on results of investigation completed on 06/02/2015.